Manufacturer narrative:
Product complaint # (B)(4). Section a1. Patient identifier: (B)(6). Section d2b: procode is nry/qjp subarachnoid hemorrhage (sah) is a known potential complication associated with the use of the cereglide71 catheter and is listed in the instructions for use (IFU) as such. There were no alleged quality issues related to the used device, as the device performed as intended, achieving a final mtici score of 3 (complete perfusion) in one retrieval attempt. The pi assessed the event as unrelated to the cereglide71 and unrelated to the procedure, however, the event occurred just one day after the procedure. Based on this temporal gap, the correlating relationship between the event to the used device cannot be ruled out completely. Additionally, the severity is unknown. Based on this information, the event of ¿sah [subarachnoid hemorrhage]¿ does meet us FDA reporting criteria under 21 cfr 803 with a classification of ¿serious injury.¿ the file will be re-reviewed if additional information is received at a later date. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
As reported via the excellent study (B)(4), a (B)(6) female (B)(6) with a medical history of atrial fibrillation, covid-19 positive, and previous carotid artery stenting, presented with an unwitnessed non-wake up stroke. Last time seen well was on (B)(6) 2024 at 22:00. Symptoms were first observed on 11-sep-2024 at 07:40. The patient was presented to the treating hospital on (B)(6) 2024 at 10:03, where CT imaging confirmed an ischemic stroke. Intravenous tissue plasminogen activator (tpa) was not administered. The suspected origin of the embolism was ¿cardioembolic.¿ the patient¿s baseline nihss score was 26 and modified rankin scale score (mrs) score was 0- no symptoms. On (B)(6) 2024, the patient underwent an endovascular mechanical thrombectomy using a 132cm cereglide 71 catheter (nic71132c/ 31340473) for an occlusion at the right internal carotid artery (ica). The pre-pass mtici score was 0. The 1st pass was made using the direct contact aspiration device alone, which resulted in a mtici score of 3, with clot retrieval. During the procedure, a guidewire was used, but the brand was not specified. A 0.021 trevo microcatheter and a 9 optimo balloon guide were also used. It is unknown if there were any intraoperative study device deficiencies. The patient¿s 24-hour post-procedure nihss score was 26. On (B)(6) 2024, the patient experienced the event of ¿sah [subarachnoid hemorrhage]),¿ which became known to the site on the same day and to the sponsor on (B)(6) 2024. The principal investigator (pi) assessed this event as not serious, mild in severity, and as unrelated to the embotrap iii study device (not used), unrelated to the embovac large bore catheter (not used), unrelated to the cereglide71, and unrelated to the primary surgical procedure. The event was not medically treated. The outcome is recorded as ¿not recovered/ not resolved,¿ with no end date listed. On (B)(6) 2024, the patient was discharged to another hospital with an nihss score of 26 and a mrs score of ¿4-moderately severe disability. Unable to walk without assistance and unable to attend to own bodily needs without assistance.¿

Manufacturer narrative:
Product complaint#: (B)(4). Section b5: additional/modified information was received on 24-oct-2024. Summary: regarding the event of sah [subarachnoid hemorrhage]),¿ the severity has been updated from "mild" to "moderate." The device was discarded; therefore, no further investigation can be performed. A manufacturing record evaluation was performed for the finished device 31340473 number, and no non-conformance's related to the malfunction were identified. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.